Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that noise was occurring from the centrimag motor once the patient's bell was engaged. The cause of the issue was hardware failure. It was noted that the issue was confirmed to be associated with only the motor. Log files were not possible to be download because the motor continued to be used. The center asked for a temporary motor drive before sending back the damaged motor.